Manufacturer narrative:
Stryker evaluated the customer's device and verified the observed display issue. Stryker determined that the device was unable to be repaired. The cause of the reported issue was not determined. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device's display was blank. As a result, a user would not see the necessary prompts to use the device to deliver defibrillation therapy, if needed.

Manufacturer narrative:
Stryker further evaluated the customer's device and was able to verify the reported issue. Stryker determined that the cause of the reported issue was due damage to the internal electrical circuits caused by an unknown contamination.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device's display was blank. As a result, a user would not see the necessary prompts to use the device to deliver defibrillation therapy, if needed.